Event description:
It was reported by the physician that patient's device settings were changed following a defibrillation. The settings were changed back by the physician. No additional relevant information has been received to date.